Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis and evaluation. A review of the log files contained data spanning approximately 20 days (22jun2024 ¿ 11jul2024 per timestamp). Throughout the entirety of the log files, the relative state of charge (rsoc) voltages associated with both power cables were fluctuating. The voltage fluctuations caused power cable disconnect alarms to activate on 03jul2024 at 6:28:09 and low power advisory alarms to activate on 03jul2024 at 9:39:56 and 11jul2024 from 10:33:34 ¿ 10:34:08, 10:44:09, 10:46:16, and 10:46:33. The alarms quickly resolved each time and pump operation was not affected. The driveline was disconnected on 11jul2024 at 11:00:38, consistent with the reported controller exchange. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. The returned system controller was tested on a mock circulatory loop and a low voltage advisory alarm on the black power cable was able to be transiently reproduced while connected to 14v batteries. The pump maintained a speed within the expected range without issue during testing. The resistance of the wires in the power cables were individually measured and raised resistances were observed on several wires, including the rsoc wire in both power cables. This is indicative of conductor breakdown. No physical anomalies were observed on the power cables. Information provided by the account stated that exchanging the system controller and modular cable resolved the event. The reported event was determined to be due to conductor breakdown of the rsoc wire in both power cables; however, the root cause of the conductor breakdown could not be conclusively determined through this analysis. Damage to the membrane was also observed during the investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use, under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Additionally, the sections instruct the user to confirm the green pump running symbol is illuminated on the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient present to clinic with recurrent low voltage/power cable disconnect alarms that self-resolved. The patient reported that the alarms occurred when connected to the mobile power unit (mpu) and as well as batteries and battery clips. It was noted that the clock was synced and there were no concerns with the backup battery; the backup battery did not expire for 18 months. Log files were submitted for review. The log file contained odd strings of power cable disconnects (f56 unable to charge emergency backup battery (ebb)), on (B)(6) 2024 from 06:25 to 06:42. This indicated that the system controller voltage was too low while connected to the mpu. The mpu voltage was reading 10-11.9 volts (v) and was below the 12v specification. There were no alarms while on battery power. It was noted that this may occur with poor power cable connection with the mpu power cable. Otherwise, the log file captured routine events and there were no notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended. The patient continued to have low voltage hazard alarms and low power alarms at home when on batteries or mpu; this was also observed while the patient was in clinic on (B)(6) 2024. Multiple low voltage alarms were captured in the patient's system controller but not on the historical alarms when reviewed on clinic power module. The system controller and modular cable were replaced, and the alarms resolved. The patient did not have any adverse consequences as a result of the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.